Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident it was determined that the multiple cubies in auxiliary 1-1 with cubie read write errors. A field service engineer cleaned up the row board header cable connection and performed a reboot into the application. Also, assisted with the removal of all medications via hta from the trapped pockets. Preventative maintenance was performed on the device. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation¿ es auxiliary system had a cubie drawer failure. The customer stated that there was a 5 minutes delay in getting the medication (folic acid and gabapentin (critical medication). There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the multiple cubies in aux 1-1 with cubie read write errors. A field service engineer cleaned up the row board header cable connection and performed a reboot into the application. Also, assisted with the removal of all medications via hta from the trapped pockets. Preventative maintenance was performed on the device. The system functioned as intended.

Event description:
It was reported when using the bd pyxis medstation system the cubie drawer failed. The customer stated that there was a 5 minutes delay in getting the medication (folic acid (not critical medication) and gabapentin (critical medication)). There were no adverse events or injuries reported based on this event.